Event description:
It was reported that a loss of capture was noted on the right ventricular (rv) lead. The rv lead was capped and replaced on (B)(6) 2024. The patient was stable before, during, and after the procedure.